Event description:
A customer contacted beckman coulter inc. (Bec) in regards to a erroneous (B)(6) result with the hepatitis b virus antigen assay for one patient. The result was generated by the unicel dxi800 access immunoassay analyzer. The result was reported out of the laboratory. The sample was sent to a reference lab and the (B)(6) result was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event

Manufacturer narrative:
Sample collection and centrifugation information was not provided qc was within specification prior to and after the erroneous results. The sample was not available for testing by the customer product line support. Service was not dispatched. A clear root cause is unknown for this event. Service scheduled.